Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing a shocking feeling. Device was tested in unipolar configuration on both leads, with high outputs on both leads, with patient movement, and the symptoms could not be produced. The device status is unknown. Efforts to contact the physician/hospital regarding this event are in process at this time. No further patient complications have been reported as a result of this event.